Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. An evaluation of the test strip lot was unable to be conducted as the lot number was not provided. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was reading inaccurately high compared his feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call since the patient was unavailable when the cca contacted him to obtain additional information. The patient reported that the alleged inaccuracy issue began around 7 p.m., (after supper time) on (B)(6) 2020. The patient claimed obtaining blood glucose readings of ¿400 and 220 mg/dl¿ with the subject device, which he felt were inaccurately high compared to his feelings and/or normal results. The patient manages his diabetes with self-adjusted insulin (novolog 70/30) and the patient reported that in response to the elevated readings, he administered insulin (unspecified dose) and went and laid down. The patient reported that a few hours later, at around 11 p.m., he woke up ¿sweating¿ and that he re-tested his blood glucose using the subject device, reportedly obtaining a result of ¿57 mg/dl¿. It is not known what treatment, if any, the patient received or administered as a result of the alleged issue. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing. The cca noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged elevated readings obtained on the subject device.